Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies were attributable to the lag between bg and sg inherent to the sensing technology, and there was no indication of any system malfunction. As a proactive troubleshooting measure, support recommended a sensor re-link to address a potential calibration issue; however, the user declined, stating that their most recent calibration was close to the sensor reading. User was encouraged to calibrate as requested by the system and educated on the best calibration practices. Dms showed active usage of the system with current information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.